Manufacturer narrative:
The customer returned strips for investigation. The returned test strips were measured with the returned meter using liquid qc of a high level in comparison to re-calibrated masterlot on internal reference meter. Testing results (qc range 2.8 - 4.4 inr): qc 1: 3.1 inr. The obtained qc results were in the allowed range. No error messages occurred during investigation. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received erroneous results for one patient tested with an unknown lot of test strips and test strip lot number 34521322 on coaguchek xs meter serial number (B)(4). This medwatch will apply to test strip lot number 34521322. Please refer to the medwatch with patient identifier (B)(6) for information related to the unknown test strip lot number. On (B)(6) 2019, the patient was tested using the meter with the unknown test strip lot number, resulting with a value of 5.1 inr. One hour later, a sample from the patient was tested in the laboratory using the neoplastine reagent on a stago analyzer, resulting with a value of 3.36 inr. On (B)(6) 2019, the patient was tested using the meter with test strip lot number 34521322, resulting with a value of 4.7 inr. One hour later, a sample from the patient was tested in the laboratory using the neoplastine reagent on a stago analyzer, resulting with a value of 3.18 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.5 inr. The patient has no lifestyle changes prior to the event. The initial reporter's product was requested for investigation.